Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined. The receiver was returned for evaluation. A visual exterior inspection was performed and it passed. The receiver was charged and will boot. A receiver functional test was performed and resulted in no failures related to the patient's complaint. The receiver log was downloaded and reviewed, and no errors were observed within the investigation window. The reported event of initializing screen without manual restart was not confirmed as no errors were observed during log review. A root cause could not be determined.